Event description:
The patient reported severe pain at the top of her legs in (B)(6) 2014. At first she thought it was a rash and went to the dermatologist three times. The doctor did not know and stated maybe it was a rash or dry skin. The patient then went to the gynecologist three times. The doctor thought her device was not working and commented that if the device was not working the charge still had to go somewhere. The system was replaced and when the patient woke up she felt calm and better. The pain went away and did not have the constant nerve kind of pain. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.